Event description:
It was reported that the patient's mobile power unit (mpu) was malfunctioning. The patient noted that the gray cable on the mpu was shorting out. The clinic performed troubleshooting over the phone, and confirmed that the mpu was plugged in directly into the outlet during this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed that (B)(6) was manufactured in accordance with mfg and qa specifications. The (B)(6) was shipped to the customer on 03apr2022. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment. Section 10 ¿safety checklists¿ provides the user with checklists to perform routine maintenance of all equipment, including the mpu. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of the patient's (B)(6) malfunctioning due to the power cable shorting out was not confirmed as the issue was not reproduced during evaluation by technical services. The returned heartmate mobile power unit serial number (B)(6) was functionally tested at the service depot and the unit functioned as intended during analysis. The mpu was connected to a mock circulatory loop and powered the system without any issues. The analysis could not conclusively determine the root cause of the reported event. The evaluated unit is returning to the customer site. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.